Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the navigation system shut down without prompt from the user when attempting to enter the application software. There was no patient present when this issue was identified. No additional information was provided.